Event description:
Per the clinic, the patient experienced an infection and an extrusion of the device. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device (specific date not reported).

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site.